Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No specific device issue has been reported by the attorney and medical records have not been provided. Hernia recurrence and adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome of abdominal pain. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2012, the patient had a bard/davol composix kugel hernia patch, reference number 0010201, implanted to repair a hernia defect. It is alleged that on (B)(6) 2015, the patient underwent surgery for abdominal pain, secondary to adhesions and recurrent ventral hernia repair. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No specific device issue has been reported by the attorney and medical records have not been provided. Hernia recurrence and adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome of abdominal pain. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 4 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions, inflammation and fibrosis thereby underwent repair with removal of mesh. Per op notes, "identified the mesh where it had come loose from its attachments. The instructions-for-use supplied with the device lists inflammation as possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, d4 (UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6)/2012, the patient had a bard/davol composix kugel hernia patch, reference number (B)(4), implanted to repair a hernia defect. It is alleged that on (B)(6)2015, the patient underwent surgery for abdominal pain, secondary to adhesions and recurrent ventral hernia repair. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6)2012 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel hernia patch (device #1). Per operative notes, ¿hernia sac was reduced. A bard composix kugel mesh was placed intraabdominal and tacked in place with prolene sutures.¿ (B)(6)2015 - patient was diagnosed with abdominal pain, secondary to adhesions and recurrent ventral hernia thereby underwent laparoscopic repair with the removal of mesh and implant of ventralight st mesh using echo ps (device #2). Per operative notes, ¿adhesions were taken down. Identified the mesh where it had come loose from its attachments, and it was removed using harmonic scalpel. A ventralight st mesh using echo positioning system (device #2) was placed intraabdominally.¿ attorney alleges that the patient had adhesions, hernia recurrence and underwent removal of mesh.